Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received alert 38 indicating consecutive stalled motor and had been attaching the infusion set connector to the cartridge before inserting the cartridge into the pump, for which user education and troubleshooting were performed and an infusion set and cartridge change was completed without issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method during infusion set and cartridge setup. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.